Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, post op, the artificial disc loosened at c4-5 level. The patients symptoms were numbness, tingling and loss of dexterity in both upper extremities left side worse than right. Some neck pain as well. On (B)(6) 2017, the patient underwent a revision surgery in which disc was removed and c4-5 level was fused. It came out completely with very little difficulty. No patient complication was reported as a result of this event.

Manufacturer narrative:
Additional information: x rays image review: post op x rays show artificial disc replacement at c4-5 above c5-6/c6-7 acdf. There appears to be an anterior translation of the graft. Placement of the device above these rigidly fixed segments while not specifically discussed in the indication for use may be one of the contributing factor to the device failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the disc was returned by its self with no installation hardware. There is a small cut in the membrane. This cut may have happened during the removal process as it is not mentioned in the reported event. The loosening would appear to be for an issue of the placement of the disc and the hardware as there does not a appear to be a failure focused on the mounting holes. If information is provided in the future, a supplemental report will be issued.